Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex covered esophageal stent occurred. According to the complainant, when the physician started the deployment of the stent, the suture tangled with the stent and deployment failed. There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual evaluation noted that the stent was crocheted onto the returned device with only its distal stent loops deployed. During device analysis an attempt was made to retract the attached suture thread but this was not possible as a restriction was met. Once the thread was unattached from the loops, it was possible to deploy the stent without a restriction being noted. Investigation of the deployed stent found that the retention suture had broken off the stent at its distal end and a section of the retention suture was caught on the stent. It was also noted that a section of the top row of stent wire had broken off.